Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed on the device intermittently but was unable to be verified to a specific component. The analog board was replaced as precaution. Evaluation of the analog board at component level was unable to duplicate the fault. The board was scrapped after testing. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an 88-year-old female patient, the device displayed "ECG fault 7" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.